Manufacturer narrative:
MDR 3003442380-2024-02011 - device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in united sates. Event occured from (B)(6) 2024, first event occured on (B)(6) 2024 event occured five to six times.it was reported that patient faced an issue with six infusion set tubing was leaking at site. The blood glucose level was 250-400 mg/dl at the time of incident. The infusion set was in use for less than fourty eight hours. The patient replaced infusion set and resumed insulin successfully. No further information available.